Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. Customer blood glucose was 599 mg/dl. Customer was hospitalized on (B)(6) 2021. Customer was treated with insulin pump and insulin drip for high blood glucose. Customer was using insulin pump within 48 hours at the time of event. Customer was not using auto mode feature at the time of event. Customer stated that the insulin pump was passed in high pressure test. The insulin pump will not be returned for the further analysis.